Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that "as the screw was being inserted, some of the material came loose from the screw."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images shows a complex pedicle screw construct. As is often seen, a portion of the thread material off of either the set screw or the thread inside the head of a pedicle screw was cut out during insertion. In most similar situations, the strength of the interface between rod, set screw and pedicle screw head is not affected when this happens. It is usually generated during cross threading, or attempts to reduce the rod into the head of the screw with minimal set screw purchase. The fragments usually do not create any form of health hazard, yet as of this point there is no verification that fragments were not left loose inside the wound.